Manufacturer narrative:
(B)(4). This report addresses the first setup, where the transfer device was connected to the continu-flo solution set¿s primary line, which was further connected to an unknown central or peripheral line. The second setup, where the primary set was piggybacked into the lowest y-site of the device, is addressed in (B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had restricted flow when used with a non-baxter transfer device. The reporter stated that this occurred with two distinct setups. The first was with the transfer device connected to the set¿s primary line, which was further connected to an unknown central or peripheral line. The second was with two primary lines attached to a y-site, with the lower primary line connected to the y-site through the transfer device. This occurred during patient infusion. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.